Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fg25, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3889-33, lot# va0jvrg, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient told them that the stimulation wasn't working anymore. It was indicated that the hcp was going to change the leads out. The patient experienced retention. It was noted that the patient was in the hospital for an unrelated procedure. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.